Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately three (3) months post-implantation, the patient began to experience pain and instability. Diagnostic images confirmed that the tibial component had sunk by three (3) millimeters. A revision surgery was performed to replace the affected tibial tray without complication. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b3; b4; b5; d6b; g3; h2; h6; h11. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a healthcare professional. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: articular surface medial congruent (mc) right 11 mm height use with tibia sizes c-d/cr femur sizes 4-5: catalog#: 42522100311, lot#: 65769258; femur trabecular metal cruciate retaining (cr) narrow porous: catalog#: 42502205802, lot#: 66339207; optipac 60 biomet bc r: catalog#: 110035375, lot#: av12aa0511. G2: foreign: japan. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately three (3) months post-implantation, the patient began to experience pain and instability. Diagnostic images confirmed that the tibial component had sunk by three (3) millimeters. Medical intervention has not been performed however a potential revision surgery is being discussed with the patient and surgeon. Due diligence is in progress for this event; to date no additional information has been provided.